Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The insulin pump had received an alarm last night and it said that the replace battery. The customer went ahead and did that and now the insulin pump was power on at all. Customer has a new battery that meets to test with the insulin pump. Customer stated that the display returned after installing the new battery. Did get a display then insulin pump turned off again. Shortly after the insulin pump display came back again and then turned back off but before it turned back off the customer¿s wife states that the display was distorted numbers for the time and some symbols. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.